Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was being used during a hysterectomy procedure on (B)(6)2022 when it was reported, this afternoon a piece of the 8mm airseal sound cap came apart and fell into patient. The piece was removed, patient is fine. There was no report of medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a 3 minute delay. The fragmentation was removed from the patient using robotic graspers. The patient¿s status was listed as fine, healthy, no issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was being used during a hysterectomy procedure on (B)(6) 2022 when it was reported, ¿this afternoon a piece of the 8mm airseal sound cap came apart and fell into patient. The piece was removed, patient is fine.¿. There was no report of medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a 3-minute delay. The fragmentation was removed from the patient using robotic graspers. The patient¿s status was listed as ¿fine, healthy, no issues¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.